Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the rate/sense channel. This noise resulted in oversensing and pacing inhibition. The patient did not report any symptoms.